Manufacturer narrative:
This MDR is being submitted to corrected the manufacturing narrative for the previously submitted report 3012307300-2023-06941. Removal of the following statement "this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: removal of the protocol statement in h10.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. The device had scratched lens. There was not any evidence in the device history log. The technician use the troubleshooting guide and functional test procedure. The customer reported problem was duplicated. The delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump?s expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause of the reported issue was found to be the expulsor. The technician trimmed the expulsor. D10- yes, device available for evaluation

Event description:
It was reported that the volume delivered very low. No patient injury was reported.